Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient got explanted as he was suffering from a severe ear infection. The patient is being treated for the ear infection and re-implantation is planned.

Manufacturer narrative:
Conclusion- device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely a severe wound infection, which was likely initiated by the reported ear infection. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient got explanted due to a severe ear infection. The patient was treated for the ear infection and re-implantation is planned but not scheduled yet. According to the explantation report, a severe wound infection, which led to explantation, was observed.